Event description:
Boston scientific crm received information that x-ray imaging confirmed this dextrus atrial lead dislodged post-implant. The pacemaker was programmed to vvi mode until a revision procedure could be performed. The pt was noted with atrial fibrillation. No additional information is available at this time. If additional information becomes available, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality document accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.